Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 25-apr-2020, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 28-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient who presented emergently with a ruptured abdominal aortic aneurysm of unknown size. It was reported that the patient was treated successfully with the stent graft system. However, it was reported after the evar, the physician decompressed the patient¿s abdomen and the patient continued to bleed. The patient received CPR but this was unsuccessful and the patient expired. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.